Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/12/2025 the user reported hyperglycemia with blood glucose (bg) of 300 mg/dl while using the ilet bionic pancreas system. The user stated the infusion set tubing may have been crimped causing interruption of insulin delivery. The user replaced the cartridge and tubing, resumed insulin delivery, and reported bg improvement.